Event description:
Reportedly, during a follow-up, the physician complained for premature battery depletion. The subject ICD was replaced and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed a normal battery depletion.

Event description:
Reportedly, during a follow-up, the physician complained for premature battery depletion. The subject ICD was replaced and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
Reportedly, during a follow-up, the physician complained for premature battery depletion. The subject ICD was replaced and will be returned for analysis.